Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead perforated the patient¿s heart post implant. The lead was found to have no capture, no sensing and diaphragmatic stimulation. The lead was programmed off. The patient developed a hemothorax and pneumothorax during the lead implant that did not present itself until after post operation recovery. The patient needed a thoracotomy to drain the blood from the thorax. The lead was revised and successfully repositioned. The lead remains in use. No further patient complications have been reported as a result of this event.